Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A locking mechanism for the igniter covering pins had failed and was causing the lamp to not turn on. However, scope connection was still fully functional. It was also noted that a washer was missing from the lamp door. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the bulb on his evis exera iiii xenon light source was not working. According to the initial reporter, the bulb had been replaced, but was still failing. Additional details relating to the patient and the event have been requested, but are all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the faulty/defective ignitor board could not be identified. Olympus will continue to monitor field performance for this device.